Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI:05415067017246, serial: (B)(6), batch: a000150983. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient met with an accident and imaging's confirmed that one of the patient's leads had migrated. As such surgical intervention was undertaken wherein one lead was explanted and replaced, thereby restoring therapy.